Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported close door message which was confirmed and reproduced as a door not fully latched alarm. The messages were found to be caused by an out of adjustment link screw. The link screws were replaced.